Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the warehouse, that it was discovered there was a crease in the sealing area. There was no patient involvement.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The device was returned to the manufacturer for evaluation. No evidence of crease of fold in the seal was identified. The device the initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The device was returned to the manufacturer for evaluation. No evidence of crease of fold in the seal was identified. The device the initial report was forwarded in error and should be voided.